Manufacturer narrative:
Reported events of failure to capture and dislodgement were not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to capture problem. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction to reflect serious injury. Updated fields b1, b2, d6b, h1 and h6.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial leadless pacemaker exhibited loss of capture after fixation and before stitching up the groin access. Upon examination via fluoroscopy imaging, it was noted that the device had dislodged and migrated into the inferior vena cava. The device was retrieved, and the atrial implant was abandoned. The patient condition was stable.